Event description:
The initial verbal report, received on (B)(6) 2009, stated the PICC was inserted (B)(6) 2009 and had to be removed because it was broken at the connection site between the catheter and the butterfly wing device. No other information has been received to date. The e-mail report states "I have not received any other concerns from fha clinicians". (B)(4).

Manufacturer narrative:
The suspected catheter is a silicone catheter and the IFU gives clear directions and advice concerning securement and other use of the product. The used sample has not been made available. Follow up contact has been made and more information and the sample ID anticipated.